Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, it was reported that the customer received multiple continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 600 mg/dl. A correction bolus via the pump was delivered to address bg.